Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.

Event description:
It was reported via medwatch that a patient who had been on  lvad therapy for 7 months presented with the first episode gastrointestinal (gi) bleeding in setting of international normalized ratio (inr) of 2.6. The patient was transfused with 6 units of blood. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2015 was negative for identifying bleeding source but was treated anyway. A colonoscopy performed on (B)(6) 2015 was negative for identifying the bleeding source, though red blood clots were observed throughout the colon. Coumadin was resumed and inr was therapeutic at discharge.  Aspirin therapy was stopped.

Manufacturer narrative:
Additional information rec'd on 03/06/2017 reported that when the gastrointestinal (gi) bleeding event occurred, the patient had a hemoglobin (hg) of 5.5. The patient did not have a known history of gi disease however, a gastric ulcer was found during a procedure. The gastric ulcer was clipped and injected and the bleeding resolved. The patient was discharged home on (B)(6) 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.